Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated she was trying to use patient programmer (pp) to increase stimulation because she "had a bad situation this morning" but pp was showing poor communication while the therapy was on. The patient was walked through the steps of syncing pp with ins and was able to communicate; verified stimulation was on and set at 2.1. The patient stated at first she will just leave stimulation at 2.1, but then states she was going to increase stimulation after call ends and see if that helps with symptoms. The patient experienced loss of therapy. The patient¿s indicators were for fecal incontinence /gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.